Manufacturer narrative:
The device was received for evaluation. During functional testing the device was tested for flow accuracy and found to under-deliver by 7.357%. The customer did not provide an event date or infusion parameters. The last infusion programmed and ran by the customer is recorded in the log twenty one days prior to baxter's notification of the event. The rate was 800 ml/hr and volume to be infused (vtbi): 37.7 ml. The infusion ran to completion without interruption. No abnormalities were observed through the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel requires adjustment. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed flow rate accuracy during preventive maintenance testing, high by more than 10%. There was no patient involvement. No additional information is available.